Manufacturer narrative:
No root cause could be established, the relationship between the coopervision device and the adverse event is unconfirmed.

Event description:
The patient sought medical attention on (B)(6) 2018 after experiencing symptoms of redness and irritation in the right (od) eye for three days, the patient presented with circumlimbal redness. The patient was prescribed pred forte. The patient was seen for follow-up four days later with eye pain and decreased vision. The eye care provider notes 2+ cells and flare of the right eye and initiated antibiotic therapy. The patient was diagnosed with iridocyclitis of the right eye and was prescribed bactrim. Three days later the patient was seen for follow-up, it is reported that while symptoms were improving, cells and flare were slightly increased and accumulating. The patient was prescribed additional medications of cyclopentolate and durezol. At the three-day follow-up symptoms were gone and vision was improving. The patient was instructed to taper steroid use. As of (B)(6) 2018, the eye care provider states the incident has resolved with no permanent conditions and the patient has resumed lens use. This event is being reported due to the necessity of medical intervention and/or medication in order to prevent or preclude permanent impairment of the eye function or structure from the condition of uveitis and/or iritis.